Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "pain and required [patient] to see a doctor frequently after the surgery and has [patient] constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6), (B)(4).

Event description:
It was reported that the patient underwent a plif and posterior fusion l3 to l5 using rhbmp-2/acs on (B)(6) 2011. It was reported that the patients post-operative period was marked by severe pain, numbness, and tingling in his lower back that radiated to his bilateral lower extremities. He had to undergo a revision surgery on (B)(6) 2012 and developed a stage iii t2n1m0 squamous carcinoma of the oropharynx. Since the revision surgery, the patient continued to have significant chronic low back and lower extremity pain. A CT scan on (B)(6) 2011 showed that the patient had ectopic bone growth effacing the exiting nerve roots. This bone growth is not visible on the preoperative (B)(6) 2010 MRI study. A pet-CT study dated (B)(6) 2012 revealed a small focus of hypermetabolism high in the posterolateral nasopharynx. A biopsy reportedly identified this as a stage iii squamous carcinoma of the oropharynx. It was reported that the patient underwent months of radiation and chemotherapy, rendering him weak with nausea and added pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient underwent transforaminal lumbar interbody fusion (tlif) with autograft, allograft ,screw spacers and rods at l3-l4, l4-l5 in which rhbmp2/acs was used.